Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged midline catheter was confirmed. The product returned for evaluation was 20ga x 10cm powerglide pro midline catheter assembly. The catheter was advanced and was returned fully separated from the housing assembly. The safety mechanism was engaged over the needle tip. Usage residues were observed within the catheter. The catheter exhibited a complete break near the distal tip. The break exhibited a tapered profile. Microscopic inspection of the break surface revealed a partially glossy and partially granular fracture surface. A longitudinally aligned scoring mark was observed on the inside surface of the catheter shaft leading into the fracture site. The fracture features were consistent with damage caused by contact between the catheter shaft and the tip of the introducer needle. Such damage can occur if the catheter is withdrawn onto the needle shaft and if the needle is re-inserted into the catheter following catheter advancement.

Event description:
It was reported that during the placement of a powerglide pro rt 20g 10cm the user experiences a significant event. The user "successfully accessed the vessel and smoothly advanced the wire with no resistance, the user then began to advance the catheter but felt resistance shortly after. The user then retracted the catheter back onto the needle and reattempted. The user eventually had to remove the entire device and upon doing so noticed the lower 1-2 cm of the catheter were no longer attached and remained in the patient. The lower portion of the catheter is now lodged in the patient tissue not vessel so the surgical team decided not to remove the fragment as it posed no additional harm". Additional information received: it was reported by the customer ¿the retained piece was left inside the patient. The patient was in the ICU receiving oxygen therapy. This patient was not able to get a line for blood draw and thus had to be poked for each lab instead. The arm with the retained piece had to be restricted from use. This limited the patient to one arm for IV placement and blood pressure. No s/sx from piece retained. Patient did not report pain from area. It did not migrate to my knowledge. Ultrasound was used, no copies were saved of this. This line was to be used primarily for blood draws. No medications to be infused. No securement was used as it was not completed and sheared in placement. No other harm."

Event description:
It was reported that during the placement of a powerglide pro rt 20g 10cm the user experiences a significant event. The user "successfully accessed the vessel and smoothly advanced the wire with no resistance, the user then began to advance the catheter but felt resistance shortly after. The user then retracted the catheter back onto the needle and reattempted. The user eventually had to remove the entire device and upon doing so noticed the lower 1-2 cm of the catheter were no longer attached and remained in the patient. The lower portion of the catheter is now lodged in the patient tissue not vessel so the surgical team decided not to remove the fragment as it posed no additional harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.